Event description:
It was reported that the customer had problems with insulin pump. Customer stated the insulin pump buttons stopped working and had a frozen screen. Customer took out battery and put another battery in, insulin pump came on but buttons were still not working. Customer stated buttons have a delayed reaction when pressing them. Customer is also getting a change sensor alarm and does not use a sensor. The blood glucose reading was 6.3mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump tested with glucose sensor simulator and insulin pump communicate and functioning properly. No change sensor alarm noted. No frozen screen noted. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and cracked lcd window.